Manufacturer narrative:
Block e4: this event was reported to the FDA via a voluntary medwatch report. The report number is (B)(4). Block h6 (device codes): the problem code 1069 captures the reportable event of cutting wire broken. Block h6 (evaluation conclusion codes): conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was used in the ampulla during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the "bow was up" and the cutting wire "broke at the bow". Reportedly, a replacement device was used to complete procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to report the lot number, therefore the manufacture date and expiration date are unknown. This event was reported to the FDA via a voluntary medwatch report. The report number is 3902560000-2020-8047. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was used in the ampulla during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the "bow was up" and the cutting wire "broke at the bow". Reportedly, a replacement device was used to complete procedure. There were no patient complications reported as a result of this event.